Manufacturer narrative:
Updated fields: b4; d9; d8; e1 event site telephone; g3; g6; h2; h3; h6, type of investigation, investigation finding, investigation conclusion; h11 after on-site inspection by a getinge field service engineer (fse) it was determined that the drive valve group was leaking and the drive valve group needed to be replaced.the customer was quoted on-site, but the customer thought the price was too high. The department had a spare machine and would not repair it for the time being.later the customer refused to repair it, and the machine was not repaired. It was delivered to the customer and cannot be used clinically. There was no patient involvement and no harm reported.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) reported an error message of insufficient negative pressure when it was turned on. There was no patient involvement.